Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hand assisted colostomy closure, the surgeon closed and fired the circular stapler; the instrument transected tissue but didn't fire staples. The colon was too short for another stapling so the surgeon had to make a permanent colostomy. The sales rep also noted that the customer will not release product until it has gone through an internal review process.

Manufacturer narrative:
Tracking # (B)(4). Date sent:(B)(6) 2016. Additional information received from the facility medwatch: while using the device, after firing the load there were no staples present. This left the colon open as the stapler also cuts tissue when fired. The length of the colon after the stapler firing was too short to attempt another use of a different stapler resulting in a permanent colostomy. The original intended procedure was a lysis of adhesions with colostomy reversal.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 2/3/2016. The following information was obtained: the surgeon feels that he did not cut through the washer when firing the device.

Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(6) 2016 additional information - photographic analysis: photo analysis was performed; an anvil was noted with the breakaway washer present, uncut and indented, this condition is consistent with a device not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information.

Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(6) 2016 attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon routinely use a hand assist with this procedure or were there other variables to make the decision to go hand assisted? Was the device difficult to close? Was the device difficult to fire? Who fired the device and what is his/her experience? When the device was fired, where was the indicator located within the green zone/gap setting scale? Was there any audible and/or tactile feedback? When was the safety removed? Was the washer and donut inspected? If so, please describe. Were there any staples observed at the anastomosis site? If yes, what was their shape/appearance? What is the patient¿s current status? Response: to date none of these questions have been able to be answered.

Manufacturer narrative:
Pi1-y8hunk / (B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted.